Event description:
It was reported that there was damage to the pump housing around the usb port, affecting the customer's ability to charge the pump. There was no reported impact to the customer's blood glucose level. Upon receiving a picture from the customer, it was determined that the screws no longer held the plastic piece surrounding the usb port in place, and the damage was likely due to normal wear and tear. Customer technical support offered to replace the pump, but the customer declined the pump replacement.